Event description:
Same case as MDR ID: 2134265-2014-02010. It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 20mm x 2.5mm, total occlusion target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a significant bend of >=90 degrees. A 2.50x20mm promus element stent delivery system and a 2.25x20mm stent delivery system were selected to treat the lesion. The physician was unable to pass the lesion with the devices because the shafts of the stents were broken. The devices were removed completely using a retrieval device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device found that a break had occurred in the hypotube 227mm measured distally from the strain relief. Both sections were received for analysis and the examination of the break location found that the break appeared to have occurred as a result of a severe kinking that developed in the hypotube. The visual and tactile examination also found multiple other kinks along the hypotube shaft. The bumper tip showed signs of damage and no issues were noted with the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 20mm x 2.5mm, total occlusion target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a significant bend of >=90 degrees. A 2.50x20mm promus element ¿ stent delivery system and a 2.25x20mm stent delivery system were selected to treat the lesion. The physician was unable to pass the lesion with the devices because the shafts of the stents were broken. The devices were removed completely using a retrieval device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).